Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer will not update software. Programmer powered up with system error and double beeped. The mpu (microprocessor unit) printed circuit board assembly found damaged. System fan found intermittently noisy and keyboard hinges found broken. It is noted analysis was unable to confirm the blue error screen. Concomitant product: 229047 analyzer. (B)(4).

Event description:
It was reported that the programmer periodically goes to a blue screen and an error appears. It was also reported there is a blue error screen, then the programmer boots up but will not connect and update. The caller had no additional information. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.